Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log did show that the device was unable to read the ID chip. However, the device will treat the accessory attached to the mfc cable as adult electrodes and energy would still be delivered. During evaluation, the reported issue could not be duplicated. The device passed all functional testing, successfully performing multiple 30 joule tests without error. Pads were not returned for evaluation. The pace/defib engine board was replaced and scrapped as a precaution. The unit was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.